Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the video cable section is broken, and the light transmission was lost or too low. Based on the results of the investigation, it is likely the light transmission was lost or too low due to the broken light guide bundle of the video cable section. A root cause for fiber bonding damage and broken light guide bundle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the video cable section was broken, and the light transmission was lost or too low. There was no patient involvement.